Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the enclosure, front cover, and block assembly. The micro switch was also bent. The unit also had an outdated pcb and power switch. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (disposable alarm error) was confirmed during testing. The product problem occurred because of a damaged micro switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The damage to the micro switch was caused by the user. This was identified as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) produced an alarm indicating that there was no disposable. No patient injury or complications were reported in relation to this event.